Event description:
The user facility reported a 71-year-old male on impella 5.5 for acute myocardial infarction. During support, the purge system purge pressure transmitter was leaking fluid from membrane filter, so it was replaced. No detailed information was provided on whether or not an alarm has occurred when operating with a substitute machine. The patient remained on support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.